Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. A customer reported encountering an "errc-4" error message on their adc device was and was unable to obtain readings. As a result, the customer experienced sweating. The customer treated themselves with sweet snacks. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Reader¿s log was checked which was out of temperature event logs. Performed control solution testing. Test was satisfactory. Did not observe error message. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. A customer reported encountering an "errc-4" error message on their adc device was and was unable to obtain readings. As a result, the customer experienced sweating. The customer treated themselves with sweet snacks. There was no report of death or permanent impairment associated with this event.